Event description:
The md was using the dissecting router when the drill bit drove straight through the foot plate and into the dura. It is unknown which part of the midas rex device malfunctioned. There is the motor, the drill bit, and the nose cone attachment with foot plate.